Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, the type iiib and type ib endoleak events are unconfirmed due to a lack of relevant medical imaging. During the investigation, the clinical personnel identified that the index procedure was off label, noting that the infrarenal neck was 65 degrees (should be less than or equal to 60). There were thickened calcifications at the right iliac artery seal zone (cautionary product use condition). Procedure related harms, device, user, procedure or anatomy relatedness of this complaint could not be determined with the medical record/ images available for review. The final patient status was that the patient tolerated the procedure. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; upgraded graft material (i.e. Duraply) and updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place (B)(6) 2014. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. "Device iteration is afx with strata". Corrections: h6: remove result code 3233. H6: remove conclusion code 11.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. "Device iteration is afx with strata"

Event description:
The patient was initially implanted with a bifurcated stent graft and 2 suprarenal stent graft extensions to treat an abdominal aortic aneurysm. Approximately 5.5 years post initial procedure an angiogram identified a type 3b endoleak of the main body and a type 1b endoleak with sac growth. The physician elected to reline with an afx2 bifurcated stent graft, an afx vela suprarenal extension and an ovation ix extender (limb stent graft extension). Patient tolerated the procedure well and the leak was resolved.